Event description:
It was reported that the patient experienced urethral erosion of the cuff with an artificial urinary sphincter (aus). The aus cuff was explanted on (B)(6) 2019. The aus cuff was not replaced to allow the patient to heal. (B)(6) 2019 a new aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Correction on initial report: the initial aware date was (B)(6) 2019.

Event description:
It was reported that the patient experienced urethral erosion of the cuff with an artificial urinary sphincter (aus). The aus cuff was explanted on (B)(6) 2019 . The aus cuff was not replaced to allow the patient to heal. (B)(6) 2019 a new aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.